Event description:
Patient reported experiencing a cgm error alert on her son's pump, indicating disconnection from the cgm since the previous day. There was no adverse impact to the customer's blood glucose level reported. Patient expressed uncertainty about how to proceed and sought technical or product support for resolution.